Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just under two months after the implant was placed in site 14, an osseointegration failure was observed. The bone quality was determined to be type ii. It was reported that smoking and bruxism could have influenced the problem the patient experienced. Sixty ncm of torque was applied at implant placement.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that, just under two months after the implant was placed in site 14, an osseointegration failure was observed. The bone quality was determined to be type ii. It was reported that smoking and bruxism could have influenced the problem the patient experienced. 60 ncm of torque was applied at implant placement. (B)(4).